Manufacturer narrative:
MFR date: 06dec2019. Report date: 11dec2019. The manufacturer's international service technician performed troubleshooting and confirmed the reported issue. The service technician replaced the touchscreen and the issue was resolved. The unit passed all performance verification testing. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019.

Event description:
It was reported that when the customer attempted to calibrate the touchscreen, the touchscreen froze and the unit would not power off. The device was in use at the time of the event; however, there was no patient harm.